Event description:
It was initially reported that the patient went to the ER for an increase in seizures. It was later indicated that the patient had had only one seizure that day. No other information was provided because the ER neurologist was not the patient's treating vns physician. Battery life calculation was performed based on in-house programming history, which resulted in 3.41 years until eri=yes. Good faith attempts to obtain additional information have been unsuccessful to date. The treating physician declined to provide any information on patient's reported increase in seizures in relation to the vns therapy. The reason for the increase in seizures is unknown. There is no suspected device failure.